Event description:
A report was received that the patient was experiencing pain and heat around the ipg site. The pain could be caused by muscle or tissue around the ipg site caused from lifting weights. The patient was prescribed lidoderm pain patches but it did not resolve the pain.the phyisican replaced the patients ipg.

Event description:
A report was received that the patient was experiencing pain and heat around the ipg site. The pain could be caused by muscle or tissue around the ipg site caused from lifting weights. The patient was prescribed lidoderm pain patches but it did not resolve the pain.the phyisican replaced the patients ipg.

Manufacturer narrative:
The ipg passed all tests performed. Dc/current leakage tests verified that the device has no loss of electric current into the surrounding tissue as a result of faulty insulation. The device shows normal device characteristics.